Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 11-jun-2025 investigation summary bd received four photos and two samples for investigation. Evaluation of the returned photos and samples indicated a split female luer adapter. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, the customer found two devices cracked in the luer adaptor. There was no health impact or consequence reported.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, the customer found two devices cracked in the luer adaptor. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.